Event description:
It was reported that the customer kept waking in the morning with high blood glucose. The blood glucose reading at time of call was 320mg/dl. It was stated that the insulin pump was not working as it should and sometimes stops delivering insulin. There was no alarm in the history or any symbol on display. It was stated that the doctor believes the device was not working as intended and the customer requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rates and boluses delivered and recorded properly during testing. No basal or bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.